Manufacturer narrative:
Date sent to the FDA: 02/22/2022.

Manufacturer narrative:
Date sent to the FDA: 3/9/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2016. (B)(4) submitted for adverse event which occurred on (B)(6) 2020.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent partial removal surgery on (B)(6) 2016. It was reported that the patient underwent removal surgery on (B)(6) 2020. It was reported that the patient experienced severe and chronic pain/ discomfort, inflammation, dense adhesions, superiorly and medially there were rolled up edges of mesh, adhesions to small intestine and mesh, small bowel densely adherent to mesh, foreign body giant cell reaction, adhesions to bowel and a small enterotomy was created due to extensive adhesion. No additional information was provided.